Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime/fill anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer was offered to replace sets and reservoir and during the troubleshooting customer had issue with infusion sets, mention tubing detached from cap. The customer also stated that during set change insulin wouldn't go through during manual prime, third set same issue. The customer returned 3 sets and 3 reservoirs.

Manufacturer narrative:
Reliability analysis evaluated three opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.